Event description:
This was diagnostic (left heart catheterization) case. The patient was obese and tortuosity/calcification were observed. The initial access puncture was satisfactory and the case was completed successfully. The patient was transferred to the recovery area where the sheath was removed without issue and the patient was scheduled for discharge the next morning. Upon examination, the nurse palpated something in the area of the arterial access. Physician examination did not detect a problem, however, the physician noted a keloid in the area of the puncture site, which the patient stated as from an inguinal hernia repair surgery years before. The patient was discharged (B)(6) 2013. On (B)(6) 2013, the patient was re-admitted with a pulsatile, painful, pseudoaneurysm at the puncture site. In the recovery area, the physician used a small sonosite ultrasound unit to localize and compress the pseudoaneurysm for 45 minutes without success due to the patient's size. The patient was kept overnight and a standard ultrasound unit that provided better imaging was used to successfully resolve the pseudoaneurysm via ultrasound guided compression. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Although the lot number was not reported, ship history review revealed that, to date, only one lot (12j12181) has been shipped to the facility. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm is a known possible adverse effect of vascular access procedure and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precaution; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.